Event description:
Patient called lfs in 2002 alleging that one touch basic meter had battery or battery contact issue. Patient went to the ER in 2002 because patient was experiencing symptoms of high blood glucose and patient was unable to use meter due to the power issue. Patient was not given any medication at the ER and was advised to go to "physician for a follow-up treatment". On the following day, patient was still unable to test on the meter so patient went to doctor's office and was given insulin. Patient's blood glucose on the doctor's meter was 460 mg/dl. Unable to contact patient. Sending letter.